Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 497 mg/dl. The customer stated that she had a bent cannula and changed it out. The customer stated that she kept waking up at night. The customer stated that she used an infusion set and it kinked and her blood glucose readings never went down.